Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after connecting the pulse generator and epicardial leads, intermittent exit block was observed on the ventricular channel. Malfunction of the pulse generator was suspected and the device was removed.